Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04903. It was reported the patient's leads had high impedance on multiple contacts. X-ray confirmed the issue by indicating a lead fracture. In turn, surgical intervention took place on (B)(6) 2019 during which the leads were explanted and replaced. Effective therapy established post operatively.